Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial articular surface was returned fractured. Not all pieces returned. Attempts have been made, but no further information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The results of the investigation are as follows: the device history records was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Verified item/lot combination and reviewed manufacturing date and was found to exhibit signs of repeated use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. Complaint confirmed. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. This device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.